Event description:
It was reported that the device heated up during testing. No patient involvement was reported.

Event description:
It was reported that the device heated up during testing. No patient involvement was reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.